Manufacturer narrative:
On (B)(6) 2025, the recipient reportedly underwent a repositioning procedure. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully activated and is wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. On (B)(6) 2025, imaging confirmed electrode migration. The recipient underwent repositioning surgery.